Event description:
Info was provided that the cuff on the cohen ebb ruptured while in situ. The pt was unharmed and procedure was not adversely affected. We were also advised that the customer believes they were able to retrieve all the pieces of the ruptured cuff from the pt's airway.